Event description:
It was reported, the patient experienced pain at her ipg site. Subsequently, the patient underwent surgical intervention on (B)(6) 2015 where the ipg was repositioned lower in her left buttock.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the patient's issue with pain at the ipg site has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.